Event description:
Device #1 cs29 cut but did not staple. Device #2:after being most outer firing range and moving into the next outer firing range the display arrows moved to most outer range and then moved to close for firing range. After opening and closing again reporter received error message. A competitive device was used to complete anastomosis.